Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited a high voltage circuit damage alert. Additionally, the patient¿s right ventricular lead exhibited low, out-of-range, high voltage lead impedance. The patient was stable. The patient¿s lead was capped and replaced on (B)(6) 2019. The patient¿s device was removed and replaced. Related manufacturer reference number: 2017865-2019-09329.

Event description:
New information received on june 10, 2019 indicates that the patient was stable throughout the procedure and after.